Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.

Event description:
It was reported that the set screw was stuck and the lead could not be removed from the implantable defibrillator. The doctor then used the hex wrench on the set screw and backed it out of the bore. The physician also applied silicone oil to the lead terminal/header and pulled the lead out using the wrench as a lever. The device was explanted and replaced.